Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive in the top left corner while displaying the cgm graph, preventing navigation, and the user subsequently transitioned to backup insulin pen therapy; the user wore a g7 cgm and the device was replaced after troubleshooting steps were attempted. Symptoms included hyperglycemia. Outcomes included transient elevated glucose that resolved without medical intervention. Investigation included product replacement and instructions on device shutdown and data handling. Investigation of this device revealed a touchscreen responsiveness failure consistent with a hardware screen malfunction. It was concluded, based on previously established findings for similar reports, that the cause was hardware failure of the display interface.